Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 25% battery life to 0% in about 10 hours and subsequently shut off, due to insufficient battery power. The customer had not charged the pump in several days. The customer's blood glucose level was approximately 300 mg/dl. The customer plugged the pump into a power source to charge and was able to deliver a correction bolus. During review of the pump data by tandem technical support, it was confirmed that the battery was depleting at a normal rate and the customer was instructed to charge the pump daily, per labeling instructions.